Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a15/e15 alarm due to blank display. The pump had a minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported that the insulin pump received error alarm. It was also mentioned that the alarm did not occur during the rewind and insulin pump passed the self test. Blood glucose level was 150 mg/dl at the time of the incident. The insulin pump will be returned for analysis.